Event description:
Customer went to patient's bedside because vent was alarming; vent was not to be delivering pressure. But every few breaths the flow and volume waveforms would flatline and the vent would alarm; customer thought that the patient's ett may be plugged so patient was suctioned; no secretions were obtained; patients saturations continued to drop. Patients bs were distant bilat. Dr called to beside pt transilluminated. No pneumothorax noted. While dr and customer were at bedside the ventilator stopped functioning. Customer turned it off and back on hit the reset button and checked to make sure the exhalation valve was not stuck, vent still didn't cycle. Pt given ippv with 100% throughout treatment.